Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) system was 120 ohms. Technical services (ts) noted that this was high but within normal limits. Technical services (ts) was consulted and recommended further follow up. Later, during scheduled generator change out procedure, this electrode was explanted due to the aforementioned high impedances. Fluoroscopy was performed. The physician implanted a new electrode at a new position. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further analysis.